Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed the functional test. It was noted that the analyzer has been sent for repair and a replacement analyzer has been provided to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associate device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.